Event description:
It was reported that "em200 and ad03 overheated during a procedure. The doctor which was holding these devices received a second-degree burn in his hand. The patient had no injury. It might be caused by devices worked with half-locked. The doctor had medical treatment and he is on the mend." Upon follow up, it was noted that the system was being used at 75,000 rpms. The reported malfunction occurred during a craniotomy while making the 2nd burhole. It is unknown how long the drill was being used.

Manufacturer narrative:
Report confirmed. Both the perforator and the motor were tested and passed performance specifications when the system was used as intended. However, the reported malfunction was reproduced when the devices were tested in the partially locked position. Therefore, it is determined that this occurred due to incorrect use of the device. It was confirmed that there was no patient impact. The physician was diagnosed and treated for second degree burns. The user manual contains the following "midas rex legend ehs motor and midas rex legend ehs stylus motor should only be operated when the attachment is in the locked position." The user manual also states, "heavy side loads and/or long operating periods may cause overheating of the motor to the point where the motor is uncomfortable to hold. Never place an overheating motor on the patient or patient draping during surgery; mitigate the overheating by discontinuing use and rest the motor by using intermittently, or wrap the motor/attachment interface with a moist sterile towel; if the motor is passed off, the receiver of the motor must handle the motor cautiously."